Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance and recertification. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "airstream temperature" test step during testing. Upon investigation, the outlet flow path thermistor was not connected to the sensor board. The two were connected to address the issues. The device passed all final testing.

Manufacturer narrative:
The reported failure of an airstream temperature test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.